Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a revision procedure was performed to reposition this subcutaneous implantable cardioverter defibrillator and electrode. X-ray identified the system placement was not optimal. No additional adverse patient effects were reported.